Event description:
Transthoracic echo showed a large, central secundum atrial septal defect (asd) with a maximum 24mm diameter with a dilated right atrium and right ventricle. The defect was sized using an aga medical sizing balloon to stop-flow. Poor imaging was received with ice; the asd was seen but not adequately for sizing. Tee then demonstrated a large defect which appeared to have adequate tissue rims. At about 26mm with tee and fluoro/cine, a discrete balloon waist was not seen but color doppler stop-flow was used to assess the size. The balloon could be further inflated, without a waist, up to about 34mm but this was past the point of stop-flow. The 26mm amplatzer septal occluder was implanted uneventfully. Several hours post-procedure, the device embolized to the pulmonary artery. The device was percutaneously snared and pulled into a large, long sheath. A post retrieval tee was done to reassess the defect in preparation for a second device implantation. This time, the inferior rim appeared to be very small and insufficient for a device. The patient is scheduled for surgical closure of the asd. The patient's current status is stable. Additional information has been requested, including imaging of the procedure and the return of the device, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since it was not returned to us; however, a review of the device history record indicates this device was manufactured according to aga specifications.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and the size was confirmed to meet dimensional specifications. The device was examined microscopically and two fractured wires were observed, consistent with snaring of the device. During manufacturing, this device underwent a series of inspections for broken wires, shape likeness and general uniformity. A review of manufacturing documentation confirmed this device successfully completed these tests. Review of the medical records and images by aga's medical consultant resulted in the following findings: an adolescent female was found to have a large secundum asd. She underwent device closure of the defect after balloon sizing. A 26mm device was implanted successfully; however, the device embolized to the pulmonary artery. It was successfully retrieved using transcatheter technique. It was decided not to attempt a larger device based upon the ivc rim deficiency. According to aga's medical consultant's review of the images provided, the tee during deployment revealed the following important findings: during balloon sizing, complete stop-flow diameter was not achieved. Eccentric defect measurements in some views as the measuring pointers were not aligned to the atrial septal rims. This was a large asd which was significantly oval in shape based upon the measurements. The antero-posterior diameter of the defect was much smaller than the superior-inferior diameter. The av valve rim, aortic rim, posterior and svc rims were adequate. The ivc rim was deficient but not absent and the rim toward the coronary sinus appeared to be small in one view. The stop-flow balloon diameter of the defect was about 34mm. Therefore, the 26mm aso was very small for the defect. The device appearance was adequate after release and the device sandwiched the aortic, av valve and the posterior rims. The device position in patients with ivc rim deficiency typically appears stable. Several hours later, the device embolized toward the right side of the heart. Again, this was an indicator of ivc rim deficiency. The device will remain wedged for several hours, sometimes days, and will finally migrate towards the right atrial side.